Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available.

Event description:
It was reported by the user facility to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, there was a leak in the venous reservoir bag. The product was changed out and the surgery was completed successfully.